Event description:
It was reported that a patient underwent a laparoscopic hernia repair on an unknown date and suture was used. During the procedure the needle broke in the middle. The needle pieces were found and taken out of the patient during the same procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for strength and ductility and they met the requirements. Conclusion - the devices were received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00806. The same patient is represented in each medwatch.